Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lap joint section. Impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal end of the connector shaft. Microscopic inspection revealed the imaging core was coiled.

Event description:
Reportable based on device analysis completed on 5jan2024. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but during insertion, the screen went blank and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.